Event description:
The customer reported a false positive result with the ID now covid-19 assay on a kitted nasal swab sample on (B)(6)2022. Confirmation pcr testing (cepheid genexpert) was performed b)(6)2022 which generated a negative result. The customer indicated that the patient was admitted to the hospital on (B)(6)2022 and was discharged (B)(6)2022 diagnosed with acute pancreatitis. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m209018 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot m209018 and test base part number 190-430/ lot m209018. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.